Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient experienced mental pain and suffering, permanent injury, permanent and substantial physical deformity. The patient has also undergone and will undergo corrective surgery. All other information is unknown and unavailable.